Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented after being struck by lightning in an electrical storm. The device was unable to be interrogated with multiple programmers and there was no evidence of capture on an electrocardiogram. The device was explanted and returned for analysis. No additional adverse patient effects were reported. This report will be updated upon completion of analysis.

Manufacturer narrative:
This ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. It was verified the device could not be interrogated. The device case was removed to facilitate inspection and testing of the internal components. Detailed inspection identified electrical overstress damage on an integrated circuit. It was concluded this device was damaged by an external power source.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented after being struck by lightning in an electrical storm. The device was unable to be interrogated with multiple programmers and there was no evidence of capture on an electrocardiogram. The device was explanted and returned for analysis. No additional adverse patient effects were reported. This report will be updated upon completion of analysis.